Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report an emergency room visit for high blood glucose levels. It was also reported that the insulin pump did not alarm no delivery. The customer's blood glucose ranged from 498 to 516 mg/dl. The customer's symptoms included vomiting and lethargy. The cause per the healthcare provider was high blood glucose and ketones. The caller was unable to troubleshoot. The caller was advised to call back to troubleshoot. The product was not returned for analysis.